Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on the baxter sps 1550. Hcp stated device shut off during treatment and the venous line clamp was activated, neither an alarm or a continuous tone was noted hcp. Hcp rinsed the arterial blood back to the patient and turned the machine off and then back on and reprimed blood tubing. Treatment was reinitiated and completed on this device without further problems. Hcp estimated the blood loss to be 30 cc. There was no medical intervention and no patient injury resulted from this event.